Event description:
The reporter stated that she did back to back blood glucose tests, within 10 minutes, using different finger sticks. The results were 190, 216, and 240 mg/dl. The reporter stated that she did not have any symptoms. A control solution test was not done due to unavailability of supplies.